Event description:
This is report 3 of 4 involved in this event. This is a report of a home patient (hp) who experienced peritonitis and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13c13h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.